Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified that the device was saturated with blood inside the entire compartment. There is severe damage to all pcbs, battery modules, pim assembly, manifolds, transducers and external cart power supply. It is noted that the device did not turn off - the fse stated that it was already powered off during the blood back event. The fse assessed that the damage to the device is unrepairable. The hospital¿s biomed technician and biomed manager were notified of the issue. Pictures were taken to document evidence of the extent of damage. A separate complaint was opened for the intra-aortic balloon (iab) which was involved in this event.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had blood back. There was no patient harm and injury reported.